Event description:
Event description cpi received information that insulation erosion was noted on this endotak c transvenous defibrillation lead during routine device replacement. There was no lead issue prior to the replacement procedure. The lead was removed and a new lead implanted.